Manufacturer narrative:
Evaluation revealed the drill, ao t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill received was completely sheared off at the level of approx. 47 mm from the tip. The appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicated a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may have been caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). Referring to the event description the surgeon did admit that there could have been an element of user error. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The sales rep has reported on behalf of the customer, that the t2 disposable drill is allegedly broken. New information june 24, 2015: the sales rep has reported that whilst in surgery for a t2 ankle fusion nail, a drill bit allegedly broke off inside a patient. The sales rep was present when the reported event occurred. The sales rep has reported that whilst the surgeon was drilling a hole for a posterior screw, the drill bit reportedly snapped off. The sales rep has reported that the tip of the drill bit, around 2 inches in size, snapped off. The sales rep has reported that the customer successfully retrieved the detached piece of the drill bit from the patient. Surgery was completed successfully with a 5-10 minute delay due to the reported event. The surgeon was pleased with the outcome as he managed to successfully implant 1 screw in the calcaneus, one screw in the talus and 2 screws in the tibia. The sales rep has confirmed with the customer that there have been no adverse consequences for the patient.

Event description:
The sales rep has reported on behalf of the customer, that the t2 disposable drill is allegedly broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.